Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was reusing insulin and not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer¿s blood glucose (bg) level was 270 mg/dl. Customer changed cartridge and infusion set to address the issue.